Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator was not detected on the bus because of a problem with the network cable connection. A field service engineer remotely assissted the customer to reconnect the network cable to resolve the issue. Issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator's door was unable to open and not detected on the bus. The customer had tried to recover the door by rebooting the station, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.